Event description:
It was reported that during a supply change the insulin cartridge leaked due to overfilling, which forced the stopper out; the user was guided through correct cartridge filling and completion of the supply change using the cd infusion set until insulin delivery resumed. No reported adverse clinical effects. Outcomes included restored insulin delivery after troubleshooting without medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education on proper cartridge filling and supply change steps. Investigation of this case revealed user handling error related to overfilling of the cartridge that caused leakage and displacement of the stopper. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge preparation and installation.